Event description:
The patient reported an event on 18 march 2026 that he's having high glucose and treated via pump.

Manufacturer narrative:
Name: medtronic minimed street-18000 devonshire street city- northridge web state- ca zip code- 91325 zip four- 1219. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.